Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a11033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.  The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
A customer reported that their 12-foot extension set connector leaked during patient use. The leak was observed a "few inches from the luer connection". There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A visual inspection was performed and it was confirmed that this was a nonconforming product. Functional testing (leak testing, clear passage testing, clamp function testing) were performed, with leak testing identifying a leak in the tubing heat sealed to the outside of the connector on the extension lead. A review of all batch record documents was performed with no issues noted during the manufacturing process. The direct cause was determined to be a manufacturing issue based on the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.